Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 26.0, 55.0, 77.0, and 106.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and the distal detachment tip (ddt) had coagulated blood inside. A demonstration handle was attached to the proximal end of the pusher assembly and actuated. However, the smart coil¿s embolization coil did not detach from its pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pet lock was broken. If the pet lock is broken this typically indicates a force was applied to the proximal end of the pusher assembly in attempt to detach the embolization coil with the detachment handle. During the functional test, a demonstration handle was attached to the proximal end of the pusher assembly and actuated. However, the smart coil did not detach from its pusher assembly. Further evaluation revealed that the ddt had coagulated blood inside and embolization coil had offset coil winds. The coagulated blood may have contributed to the inability to detach the smart coil during the procedure and the functional test. As the device was returned without its introducer sheath, some offset coil winds may have been incidental to the reported issue and may have occurred due to packaging the device for return to penumbra. The introducer sheath to the returned smart coil, the handle, and the non-penumbra microcatheter identified in the complaint were not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01849.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a smart coil detachment handle (handle). During the procedure, the physician successfully placed two smart coils using a non-penumbra microcatheter. The physician then attempted to place another smart coil, however, was unable to detach the coil using the handle, despite multiple attempts. Therefore, the physician removed the smart coil and completed the procedure using a new smart coil and the same handle. There was no report of an adverse effect to the patient.